Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the unit not recognizing an open door, which was reproduced. Evaluation observed the upper and lower door latch switches to be stuck closed. The upper and lower auxiliary assemblies will be replaced.

Event description:
During baxter's functionality testing of a spectrum pump, it did not recognize an open door. There was no patient involvement.